Event description:
It was reported that the dark gray piece connected into the control module to separate the reusable tubbing set and the vacuum pressure inside the control module. There have been no interruptions in the breast biopsy. The blue cable is not staying attached to the control module. The lemo connectors are worn and the customer is requesting repair.

Manufacturer narrative:
Blue/green cable and lemo connector blue seal replaced. H3. Evaluation summary: based upon the inquiry, information received visual and functional examination: the unit was found to require the blue/green cable and lemo connector blue seal was replaced. The device was functionally tested, met all product requirements and returned to the customer.